Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a 40-year-old female patient who had essure (batch no. 645019) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done". The patient's medical history included bloating, joint pain, hypertension, irritable bowel syndrome and cervical dysplasia. Concomitant products included ascorbic acid;biotin;calcium;chromium;colecalciferol;copper;folic acid;iodine;iron;magnesium;malpighia glabra fruit;manganese;molybdenum;nicotinamide;pantothenic acid;phytomenadione;pyridoxine hydrochloride;retinol;riboflavin;selenium;vitamin b1 nos;vitamin b12 nos;vitamin e nos;zinc (multivitamin active woman), fluoxetine hydrochloride (fluoxetin), hydrocortisone (cortizone 10), ibuprofen (motrin), levonorgestrel (mirena), miconazole nitrate (monistat) and ranitidine hydrochloride (zantac). On (B)(6) 2010, the patient had essure inserted. In (B)(6) 2011, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)") and vaginal haemorrhage ("vaginal haemorrhage"). In (B)(6) 2011, the patient experienced alopecia ("hair loss"). In (B)(6) 2012, the patient experienced allergy to metals ("nickel allergy"). On (B)(6) 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrooesophageal reflux disease ("gi conditions/ gastrointestinal or digestive system condition type: acid reflux"), depression ("psychological or psychiatric problems condition: depression") and eczema ("rashes or skin conditions type: eczema"), 2 years 9 months after insertion of essure. On (B)(6) 2013, the patient experienced vaginal discharge ("vaginal discharge") and vulvovaginal mycotic infection ("vaginal yeast infection"). In (B)(6) 2013, the patient experienced tooth disorder ("dental problems") and tooth fracture ("chipping teeth"). In (B)(6) 2013, the patient experienced migraine ("migraines"). On (B)(6) 2017, the patient experienced hot flush ("hot flashes") and mood swings ("mood swings"). On an unknown date, the patient experienced dysmenorrhoea ("dysmenorrhea (cramping)"), abdominal pain ("abdominal pain"), back pain ("back pain"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs"), fatigue ("fatigue"), headache ("headaches"), nervous system disorder ("nuero condit/prob"), visual impairment ("vision problems") and genital haemorrhage ("abnormal bleeding") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2019 hysterectomy(partial)/ bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, dyspareunia, abdominal pain, back pain, menorrhagia, dermatitis allergic, hypersensitivity, allergy to metals, psychological trauma, bladder disorder, fatigue, gastrooesophageal reflux disease, alopecia, hormone level abnormal, headache, nervous system disorder, visual impairment, weight increased, tooth disorder, vaginal discharge, vulvovaginal mycotic infection and tooth fracture outcome was unknown and the dysmenorrhoea, genital haemorrhage, hot flush, mood swings, migraine, depression, eczema and vaginal haemorrhage had resolved. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, depression, dermatitis allergic, dysmenorrhoea, dyspareunia, eczema, fatigue, gastrooesophageal reflux disease, genital haemorrhage, headache, hormone level abnormal, hot flush, hypersensitivity, menorrhagia, migraine, mood swings, nervous system disorder, pelvic pain, psychological trauma, tooth disorder, tooth fracture, vaginal discharge, vaginal haemorrhage, visual impairment, vulvovaginal mycotic infection and weight increased to be related to essure. The reporter commented: discrepancy noted in essure confirmation test (B)(6) 2010. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain, fatigue, gi conditions, hair loss, hormonal changes, headaches, neuro condit/problem, vision problems, weight gain. Left: 5 , right: 5. Essure removal date- (B)(6) 2019, (2006) . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain. Most recent follow-up information incorporated above includes: on 20-feb-2020: plaintiff fact sheet and medical record received. Reporter information updated. Patient demographic information updated. Product information details updated. Essure start and stop date updated. Other relevant history updated. Lot number newly added. Events: abnormal bleeding, dental problems, hot flashes, mood swings, migraines, psychological or psychiatric problems condition: depression, rashes or skin conditions type: eczema, vaginal discharge, vaginal yeast infection, vaginal haemorrhage, chipping teeth were newly added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "essure confirmation not done". In 2006, the patient had essure (ess205) inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), dyspareunia ("dyspareunia (painful sexual intercourse)"), abdominal pain ("abdominal pain"), back pain ("back pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), dermatitis allergic ("allergy: rash/skin condition"), hypersensitivity ("hypersensitivity"), allergy to metals ("nickel allergy"), psychological trauma ("psych injury"), bladder disorder ("bladder/urinary problems: bladder probs"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), alopecia ("hair loss"), headache ("headaches"), nervous system disorder ("nuero condit/prob") and visual impairment ("vision problems") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). The patient was treated with surgery ((B)(6) 2019 hysterectomy(partial)). Essure (ess205) was removed. At the time of the report, the pelvic pain, dysmenorrhoea, dyspareunia, abdominal pain, back pain, menorrhagia, dermatitis allergic, hypersensitivity, allergy to metals, psychological trauma, bladder disorder, fatigue, gastrointestinal disorder, alopecia, hormone level abnormal, headache, nervous system disorder, visual impairment and weight increased outcome was unknown. The reporter considered abdominal pain, allergy to metals, alopecia, back pain, bladder disorder, dermatitis allergic, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, hypersensitivity, menorrhagia, nervous system disorder, pelvic pain, psychological trauma, visual impairment and weight increased to be related to essure (ess205). The reporter commented: discrepancy noted in essure confirmation test (B)(6) 2010. Patient received treatment for dysmenorrhea (cramping),dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain, fatigue, gi conditions, hair loss, hormonal changes, headaches, neuro condit/problem, vision problems, weight gain. Essure removal date (B)(6) 2019. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received events " dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), pelvic/ abdominal, back pain, menorrhagia (heavy menstrual bleeding), allergy: rash/skin condition, hypersensitivity, psych injury, bladder problems, fatigue, gi conditions, hair loss, hormonal changes, headaches, neuro condition/problem, vision problems, weight gain, she did not undergo essure confirmation test" were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.